Event description:
The 5f 40mm beta-cath catheter for the 5f 40mm transfer device was cut, resulting in 16 active sources being released into the bail out box. All active sources were positively accounted for by the site. No adverse event or pt injury was reported.